Manufacturer narrative:
(B)(4). A replacement device was provided to the customer. Physio-control continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the device failed to provide audio prompts upon power on. There was no pt use associated with the event.